Event description:
It was reported that following the replacement of the coin cell battery, the device would no longer complete its boot up cycle. There was no report of any pt involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the pt parameter pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.